Event description:
Medtronic received information regarding a imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to open while it was around a patient. The pendant indicated "door open" and the system could not be removed from around the patient, necessitating a manual door open procedure. Technical services guided the site through the manual opening process, allowing the patient to be removed from the system. Troubleshooting steps included a hard reboot the system after the pendant movement buttons were not opening the system, but these did not resolve the issue. Patient was present. There was unknown surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and tested the unit and was unable to duplicate the reported issue. The unit passed the system checkout and updated the findings. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000335. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Add info received : caused more than 1 hour surgical delay.

Manufacturer narrative:
H2) b5 updated and patient into a updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.